Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl+ "always alarms". There was no reported patient involvement.